Event description:
Pt also experienced nausea, vomiting, abdominal pain, apprehension and an increase in pulse rate. Transfusion was stopped and symtoms resolved. Device was removed and the transfusion continued without incident.

Manufacturer narrative:
Device not returned. Device eval/analysis: the symptom of hypotension during the red cell transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances ; hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the condition was dialysis. No info was provided concerning medications or the flow rate of infusion. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as an unidentified idiopathic factor in the pt, must also be present. It is unclear as to whether when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reaction observed. Overall the device has been used for multiple thousands of transfusions (in the absence/and presence of the above conditions), without incidence of hypotension reactions. There has been no correlation between mfg lots and these reactions. A review of the device history records revealed no deviation from normal mfg practices. This category of reactions appears limited to a small number of hlth care facilities. Although these reactions could be consistent with the presence of a short-lived biological modifier, no evidence of such a modifier was confirmed in this instance. The specific cause of this low frequency hypotensive reaction remains unidentified. There was no reported pt sequelae.